Event description:
Additional information received from physician's office indicates that the patient was concomitantly taking velija. About 7 months after the injection, the patient had been given a flu vaccine. Patient still has nodules.

Manufacturer narrative:
Concomitant therapies: alcoholic chlorhexidine. Further information from the reporter regarding event has been requested. No additional information is available at this time. The events of "granuloma" and "perioral wrinkles" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, edema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more edema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site. ¿ poor effect or weak filling effect. ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported an injection of juvéderm® volift¿ with lidocaine in the upper lips and lips contour. The patient was pre-treated with alcoholic chlorhexidine and treated post injection with ice. The patient was concomitantly injected with botox® in the "upper third". About a month later the patient was injected with additional botox®. Seven months later, the patient experienced a "granuloma" in the supralabial region. The patient is also "complaining of perioral wrinkles". The patient was treated with meticorten for 10 days, then ciprofloxacin + clarithromycin for 14 days.